Manufacturer narrative:
A medtronic representative (rep) went to the site to check the equipment. The rep was unable to recreate the event. The rep performed a system checkout and the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy of about half an inch during the case. The site had performed two imaging spins and didn¿t feel comfortable with the accuracy of the percutaneous pin. The site had thrown a towel over the reference frame, which could have led to possible movement of the reference frame. The site decided to abort navigation and medtronic imaging due to the alleged inaccuracy. It was stated that the spins that were taken were unused. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. A medtronic representative (rep) went to the site after the case and performed a system checkout on the navigation system. The rep was unable to recreate the event and found that the system was performing as intended. The rep also reported that the site moved the reference frame before they started the case.